Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. It was determined that the upstream occlusion sensor was the root cause. The upstream occlusion sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump gives an upstream sensor alarm after about 1 hour of operation, although nothing is visible. The event took place during the bolus administration while the patient was in an operation. There were no adverse patient health effects.